Event description:
It was reported that 6 bd nano¿ 2nd gen pen needles failed to deliver insulin during use. The following information was provided by the initial reporter: "consumer reported consumer found from this box 6 pen needles that would not allow insulin to flow through it. Caller does not complete flow check but always checks for a dribble of insuin before dialing up dose. Informed caller of proper flow check use and placement of non patient end to pen. Consumer reported clogged during injection."

Manufacturer narrative:
H6: investigation summary: customer returned (6) open 32gx4mm bd pen needles from lot# 1292782. The customer reported that 6 pen needles would not allow insulin to flow through it. The samples were examined, and it was observed that 4 pen needles featured a broken non-patient end (npe) cannula, and 1 pen needle featured a bent npe cannula. No evidence of manufacturing defect was observed. The remaining sample did not exhibit damage to the npe cannula and was tested for flow using a test pen injector: the pen needle was able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 6 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd nano¿ 2nd gen pen needles failed to deliver insulin during use. The following information was provided by the initial reporter: "consumer reported consumer found from this box 6 pen needles that would not allow insulin to flow through it. Caller does not complete flow check but always checks for a dribble of insuin before dialing up dose. Informed caller of proper flow check use and placement of non patient end to pen consumer reported clogged during injection."